Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 25apr2017 through aware date 25may2018. There were no similar complaints identified during the search period. The testosterone st aia-pack package insert states the following: quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: · after calibration, three levels of controls are run in order to accept the calibration curve. · the three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). · after daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve and the assay results before reporting patient values. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The most probable cause of the reported event was due to operator

Event description:
It was reported that the customer received discrepant patient results with their aia-360 analyzer. The customer stated that a patient sample was tested for testosterone and the result was 116ng/dl, 1173ng/dl. The physician questioned the result so the sample was run on an aia-900 analyzer at another clinic and the result was 395ng/dl. The sample was sent to a reference lab for comparison and the result was 1065ng/dl. Prostate specific antigen (psa) and estradiol (e2) were also run on both analyzers. Psa results were 0.87ng/dl on the aia-360, and 1.72 on the aia-900 analyzer. E2 results were 75ng/dl on the aia-360 analyzer, and 37ng/dl on the aia-900 analyzer. Controls were reported to be in range for both analyzers. Upon further follow up by technical support (ts), it was later determined that the customer had run the wrong patient sample on the aia-900. No further action was required by technical support. Upon further follow up by technical support (ts), it was later determined that the customer had run the wrong patient sample on the aia-900. No further action was required by technical support. There was no indication of any patient intervention or adverse health consequences due to the reported event.